Manufacturer narrative:
The investigation for the reported insertion/removal difficulties and the great vessel damage has been completed. There was a patient injury suspected by physician to be caused by the guidewire when placing impella. No product was returned. The root cause of the delivery issue was not determined as no product was returned and limited clinical information was provided. The root cause of the vascular damage - peripheral vessel was not determined as no product was returned and limited clinical information was provided. Added- b5 mso review d3-corrected MFR city. F6/f8 should have been left blank in the initial report. G1-MFR site name and address.

Event description:
It was further reported that care was withdrawn from the patient and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.

Event description:
The user facility reported a 65-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the patient had bleeding in their endotracheal tube. An isolated spot of bleeding was found which was resolved after flushing and suction of the area. The physician believes the bleeding was caused by difficulty placing the guidewire while implanting the impella. The patient remains on support and is reported as stable.